Manufacturer narrative:
Product complaint #: (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a phimosis procedure on (B)(6) 2024 and suture was used. No adverse patient consequences were reported. The suture was broken during use. It was tried to suture again with the suture that broke, but the suture was broken again, and also broke several times after that. So, a new suture from a different lot was used for suturing. In that case, the suture breakage did not occur, and it was done for suturing without problem. There was no bad effect to the patient. It was not a control release needle.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 cause not established h6 investigation findings: c22 - photo review additional d4 UDI number additional information: h3, h6 investigation summary ==> the product was returned to ethicon for evaluation. Some suture pieces outside its packaging were returned for analysis. Product code vr214. Additionally, a photo was provided, and with the same condition as the received sample. During the visual inspection of the returned sample, the suture has begun with the degradation process; this caused the suture to be broken. Per the sample condition, the functional test cannot be performed. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: qty to be returned of ip-02069829: 1 => 2. Corrected: d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected d4 UDI number.